Event description:
Event description cpi received information that this implantable pulse generator was explanted for premature battery depletion.

Manufacturer narrative:
Event conclusion cpi initial testing found that the ipg had no output. The ipg completed the initial interrogation but could not be interrogated afterwards. Visual inspection noted no irregularities. Telemetry was established, however, the interrogation sequence would not finish. The model number was reprogrammed into the device and the memory noted that the unit was in the por-vvi mode. The ipg still had no output. An external power source was connected to the ipg and the unit had normal electrical functions with a nominal current drain. The cause of the no output was due to a cell depleted to below ert. The cause of the early cell depletion could not be determined as the device operated normally with an external power source.